Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous inr results on her coaguchek xs meter with serial number (B)(4) when compared to the doctor¿s coaguchek xs meter. The customer got a result of 4.3 inr on her meter. Within 10 minutes the customer was tested on the doctor¿s meter and the result was 3.3 inr. The result from the doctor¿s meter was believed to be correct. The customer¿s therapeutic range was not provided. There was no allegation that an adverse event occurred. The customer is in stable condition. The customer is not anemic and has no antiphospholipid antibodies. The customer is not taking heparin or any direct thrombin inhibitors. The customer has had no changes in coumadin dosage and no recent illnesses. The meter and strips were requested for investigation. The customer returned the meter. The test strips were not returned. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.5 inr donor #2 inr: 2.2 inr donor #1 hct: 40% donor #2 hct 46% donor #1: master lot: 2.4 inr donor #1: customer¿s meter and master lot: 2.4 inr donor #2: master lot: 2.42inr donor #2: customer¿s meter and master lot: 2.2 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. None of the customer¿s medications are currently known to interfere with the accuracy of the test results. Upon review of the meter memory, there is a result of 4.3inr at 1:13 p.m. On (B)(6) 2017 and not (B)(6) 2017 as alleged by the customer. There is also a result of 3.9 inr at 1:19 p.m. On (B)(6) 2017. The test strip lot used by the customer for the test is 176192. Relevant retention test strips (lot 176192) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.